Manufacturer narrative:
Continuation of d10: product ID: tm90g0, serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported, that the patient has been in so much pain for the past 3-4 months and can hardly stand it. When asked, patient said, has actually been in pain for at least a year. Patient said, that received implant for bladder pain and said, that their physician didn't think it was interstitial cystitis. When asked, patient said, hasn't used the external devices for a long time. About a year. And said, that about a month ago, tried to connect to implant. However, said that the communicator wouldn't stay on. When asked, patient said, that recharged the communicator about a month ago. However, doesn't recall seeing any lights. Patient also said, that hasn't been able to get the handset to connect. Reviewed general use of communicator and handset. With instruction, patient tested the communicator and it wouldn't turn on. So they plugged in the communicator and confirmed, is seeing the orange light. Patient, then plugged in the handset and confirmed, that it is charging and was at 0%. Redirected patient to charge communicator for at least 15 minutes and then call back for further troubleshooting. Patient services (ps) received, call from patient in regards to wanting to connect the equipment. When ps had the caller unplug the communicator from the charging cable, no lights came on. Ps reviewed communicator may need to charge longer in order to use. Caller stated, that they would charge the communicator and call ps back on monday. The caller stated, that they were in pain and does not know where it's coming from. But stated, its not from the ins. The caller stated, that they ins was currently off. Additional information was received from the patient. The patient called back after charging external devices. Patient clarified, the pain they are experiencing is due to urinary retention. They have not been able to urinate beyond a couple drops. Reviewed external device use. Therapy was on and patient increased amplitude until they felt comfortable stimulation sensation. Patient will monitor symptoms.